Manufacturer narrative:
H6: medical device problem code 2017 - incorrect prep. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. It was reported that the balloon was not soaked prior to use. It should be noted that the coronary dilatation catheters, nc trek rx, instruction for use (IFU) states: submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. In this case, it is unknown if the violation of the IFU caused or contributed to the reported complaint. The investigation was unable to determine a conclusive cause for the reported failure to deflate; however, the reported difficulty removing the device, separations, unexpected medical intervention and delay to treatment/therapy appear to be related to circumstances of the procedure. Possible factors that may contribute to failure to deflate include, but are not limited to, manufacturing, deflation technique, contrast concentration, tortuous anatomy, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. The product risk assessment identifies this as a foreseeable event; as such, design and manufacturing controls and mitigation's have been established for potential causes. Additionally, it is likely that the balloon being removed inflated contributed to the reported difficulty removing the device and subsequently upon manipulation of the device, as difficulty was encountered, the balloon and shaft ultimately separated. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in distal left main artery. The 4.0x12mm nc trek balloon was not soaked in saline prior to use (per instructions for use). The nc trek balloon dilatation catheter (bdc) was advanced to the lesion without resistance. The balloon was inflated one time, but when attempting to deflate the balloon, it failed to deflate. During the attempt to remove the bdc, the shaft separated. The proximal end of the bdc was easily removed; however, the distal shaft and balloon had to be retrieved with a lasso. The procedure was delayed 30 minutes due to the issues with the bdc. A new access site was used to complete the procedure. There was no adverse patient sequela. No additional information was provided.